Event description:
Additional information received from a rep reported that only a trained physician can determine whether or not device components can be removed. The rep also provided guidelines and information about having a device removed. The patient is to follow-up with their hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported that the patient wanted to have their device removed and they needed to know the name of the implanting physician.

Event description:
The consumer reported that the device/therapy had not worked since implant and the patient wanted the ins removed. Additional information received from the consumer reported that the healthcare professional was made aware of the issue many times; the consumer noted they were on the phone nearly every day. It was further reported that the machine never worked; the consumer stated they sent us another one but we still had problems with it. The consumer went to the healthcare professional's office and had the healthcare professional's office show the consumer how to use it. The healthcare professional's office then told the patient to contact the manufacturer. It was further reported that the issue was never resolved; the consumer stated that it was probably because the patient did not know how to use it and it was noted that the patient had dementia. The patient's indications for use included post lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.